Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to exhibits scratch marks on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratches marks measured roughly 3.57 mm x 2.13 mm. There was a 0.99 mm x 0.46 mm piece missing of the tube extension.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument had sheath exposed. There was no report of patient involvement or patient injury.